Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. The sample was tested for leakage per specification and failed. Leakage was observed from a small jagged tear in the end of the space pump segment tube. Although the defect of leakage was confirmed from a jagged tear in the pump segment tube, since the tubing had been in use for approximately two hours before the leak was observed, the exact root cause was not able to be determined at this time. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has two (2) possible batch numbers in stock; however, it is unsure which batch number was used. The possible batch numbers are: batch number: 0061605969, production date: 02/12/2018, expiry date: 01/31/2021; batch number: 0061596730, production date: 12/12/2017, expiry date: 11/30/2020.

Event description:
As reported by the user facility: during a blood transfusion to a patient, the IV set leaked blood all over the pump's door, crevices and floor. All staff were protected by ppe. The nurse discontinued the infusion, and started the second unit of blood, using a new pump. Patient did not require any other intervention related to not receiving the first unit of blood. The facility has two possible lot numbers in stock; however, it is unsure which lot number was used. No injury reported.